Event description:
The cam02 monitor didn¿t show any waveform for about twelve hours and suddenly it appeared back. Trouble shooting measures were taken with the scale several times. Twelve hours after without touching the scale or anything, the waveform appeared back. The monitor was being use in the operating room when this happened and waited over one and a half hours to get the waveform and icp level up to a normal range (started in 64 and rapidly adjusted to 20). The patient was transfer to the unit around 3:00pm and the next morning, leaving the scale under normal range for an icp of 20, the waveform suddenly appeared around 8:30am. The following day, the patient was moved to the room. There was no patient injury reported. Revision/medical intervention was not required.

Manufacturer narrative:
Investigation completed (B)(6) 2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2015 ¿ jul. A review of cam02 monitor customer complaints was completed using key words ¿no waveform¿. The review encompassed dates (B)(6) 2016 to (B)(6) 2017. There was no trend identified. The product was returned for evaluation which was unable to conclusively verify the complaint as valid. Additionally, the log file of the device was reviewed specifically to the awareness date. The review did not identify any errors applicable to the complaint incident.